Event description:
It was reported that during a da vinci assisted surgical procedure, the surgical team experienced uncontrolled movement at the tip level of the sureform 60 stapler (serial#: (B)(4) after two triggered magazines. Following this, the system indicated that the stapler should be manually opened and disposed of. The sureform 60 stapler was disposed of by the customer. Another sureform 60 stapler (serial#: (B)(4) was used; however, the instrument also displayed some uncontrolled movement after two triggered magazines and had to be manually opened. For both incidents, there was no tissue in the instrument. A third stapler was used to complete the surgical task (B)(4). The procedure was completed robotically with no report of injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer clarified that the instrument had a sudden uncontrolled movement and confirmed that the instrument was properly installed. The issue was resolved after replacing the stapler twice. No fragment fell inside the patient. There was no injury to the patient. As a result of the alleged issue, the customer indicated there was a procedure delay of 30 minutes.

Manufacturer narrative:
The sureform 60 stapler instrument (part#: 480460-09/lot#: l90220426-0013) has been discarded and is not available to be returned for investigation purposes. Therefore, the root cause of the customer reported failure mode was unable to be determined for this alleged issue. A review of the site's complaint history indicates that this record is related to patient identifier (pi): (B)(6) as there was a reported issue with two staplers. Pi: (B)(6) documents the use of sureform 60 stapler part#: 480460-09/lot#: l90220426-0012. Pi: (B)(6) documents the use of sureform 60 stapler part#: 480460-09/lot#: l90220426-0013. No image or video was provided for review. A review of the instrument log for the sureform 60 stapler (part#: 480460-09/lot#: l90220426-0013) associated with this event has been performed. Per logs, the sureform 60 stapler was last used on (B)(6) 2022 on system sl0318. The instrument had 10 remaining usable lives with no subsequent use recorded. Additional review of the logs were also performed by failure analysis engineer. Logs show that the first sureform 60 used was part#: 480460-09, lot#: l90220426-0012. This instrument was installed 3 times and fired two reloads (both blue). Firings occurred on the first two installs, and both firings were completed per the logs with no pauses for compression. On the third install, a blue reload was used, and the last event recorded in the dsp logs is a completed clamp. Shortly after the completed clamp, the msc logs show error code 282 indicating that this sureform 60 instrument was force expired, however, it is unclear what actions/events caused the instrument to become force expired. The second sureform 60 instrument used was part#: 480460-09, lot#: l90220426-0013, and this instrument was installed 3x and fired 2 reloads (both blue). Firings occurred on the first two installs, and both firings were completed per the logs with no pauses for compression. On the third install, a blue reload was used, and the dsp logs do not show any clamp or fire events on this install. However, roughly 1 minute after the 3rd install, the msc logs show errors indicating that the manual release knob (mrk) was used on this instrument, without a prior emergency-stop button press. This tool also was force expired, which is expected outcome when mrk use is detected. It is unclear in the logs what caused the user to use the mrk. This complaint is being reported because it was alleged that the sureform 60 stapler had uncontrolled movement. Poor instrument control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.